Manufacturer narrative:
Concomitant products: product ID 3587a, lot # n067274, implanted: (B)(6) 2008, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3587a25, lot # n141387, implanted: (B)(6) 2008, product type lead; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the manufacturer representative (rep) was in the or with the patient. It was reported the impedances were "bad" on one of them, "meaning out of range." It was reported they opened up a battery pack, took the one that was bad out and test to a trialing cable. It was noted they disconnected the extension and testes the lead. It was reported to have looked "good". It was noted they then replaced the extension. They reconnected the extension and tested it again with a 2x4 configuration; 0-3 were good, and 4-7 were bad. It was reported the lead was good and they connected it to the battery and it was showing a bad connection somewhere. They changed the configuration to 2-2x8's and the impedances showed 0 bad, 2, 3<(>&<)> 4 were good and 8, 9, 10, and 11 were good. They then changed the reference electrode to 1 and everything was "bad". It was further noted, they were going to take everything apart from the site. (B)(4) 2014; it was reported both leads were replaced. It was further reported the impedances showed to be within normal range, and the patient was doing fine.

Manufacturer narrative:
Analysis of the extension (sn: (B)(4)) found the stim extension body connector was broken within 10 cm of the connector area. Analysis of the extension (sn: (B)(4)) found no significant anomaly.